Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion had moderate tortuosity, mild calcification, eccentric and 90% stenosis. Another company's guide wire crossed the lesion. The esprit 2.5 x 20 mm was attempted to deliver. Difficulty was met; however, it was still able to cross the lesion. The esprit was inflated to 10 atm. When it was inflated to 12 atm for second dilatation, the balloon ruptured. The balloon was changed to the mercury 2.5 x 14 mm and the lesion was pre-dilated. After another company's stent was deployed, the procedure was completed. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. The lesion treated in this procedure was mildly calcified, which could have contributed to damaging the balloon surface such that when the device was inflated, it ruptured. It is likely that the damage which led to the rupture occurred during the procedure; however, a definite root cause for the balloon rupture cannot be determined.